Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was hanging from the applicator needle. The attempted sensor insertion was at the upper buttocks. It was reported that the applicator collar was not retracted completely when inserting the sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: to remove the sensor introducer needle, keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger and pull the collar back towards your thumb until you hear 2 "clicks" or cannot pull back any more. This step leaves the sensor under your skin and removes the sensor introducer needle from your body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.the complaint indicates that the patient reported when he removed the applicator from the sensor pod, the sensor wire was hanging from the applicator needle. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor with sn n/a to determine the cause of failure due to only the applicator being returned. The product was not investigated as analysis would not be able to confirm complaint or determine a potential root cause.